Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 180 mm. Vessel morphology is unknown. The patient has a history of hypertension and multiple abdominal surgeries. It was reported that sheaths were used during the procedure. It was reported that the right external iliac artery was dissected during the procedure, requiring repair with a wall stent. The repair was reported to have a good result. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.